Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported air in line after responding to a pump alarm for "infusion complete". The nurse observed the tubing segment from the lower fitment to the patient "appeared to be filled with lots of air bubbles." The tubing from the upper fitment to the bag and the secondary IV tubing were without visible air. The primary infusion was 1000ml of 5% dextrose and 0.45 normal saline with 20 meq potassium chloride and the secondary was 250 ml of normal saline with vancomycin (dosage not provided). The primary bag had approximately 75ml left in the bag; the secondary bag had infused completely. The patient's IV site was assessed for patency and discontinued after no blood return was noted. The patient subsequently became hypoxic and was examined by a physician who performed bilateral venous dopplers which were negative; the physician determined that the hypoxia was unrelated to the air in line event. The patient remains hospitalized but is improving.

Manufacturer narrative:
Additional information received from customer's medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's maude report from the FDA which states, "on (B)(6) 2015 patient had surgery. On (B)(6) 2015, IV infusing. IV alarm beeping throughout day, but patient resets without telling staff. Nurse went into check alarm and found IV tubing full of air from where the IV tubing is inserted into the machine to the point of entry (angio cath) of patient. Patient developed hypoxemia and increased oxygen demand. Pulmonary consult obtained. Cxr done, abgs done, and stat bilateral lower extremity venous duplex completed-no evidence of dvt. Physician felt increased oxygen demand due to post-op recovery. Patient remains with higher oxygen flow requirements. Unit had 2 IV tubings available with different lot numbers. The second lot number, it could be is 15075123, (B)(4), exp date: 7131/2018".

Manufacturer narrative:
Concomitant products: IV bag, 1000ml potassium chloride lot c981167; IV bag, 0.9% sodium chloride injection usp; vial, vancomycin hydrochloride for injection 1g; therapy date (B)(6) 2015. The customer¿s complaint of air-in-line was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damage to the components; no anomalies were observed. There were air boluses observed in a 2 inch section below the drip chamber, a 2 inch section above the pump segment and 3 inches below the pump segment, and between the roller clamp and the male luer. In the secondary tubing there were air boluses observed below the drip chamber and above the male luer. Functional testing was performed; there were no alarms or any air-in-line issues noted. Pressure testing was also performed there were no signs of leaking anywhere on the set. The root cause of the air-in-line alarms was not identified. Functional testing showed no fault was found with the returned set.